Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and the outflow graft were not returned for evaluation. Review of the controller log files could not be conducted since the serial numbers are unknown. As a result, the reported "abnormal pump parameters" event could not be confirmed. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; possible causes of the reported event may be attributed to multiple factors including but not limited to thrombus formation/ingestion, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Outflow graft/unknown serial no./model #: 1125/catalog #: 1125/expiration date: unknown UDI #: asku. Mfg date: unknown. Yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to ischemic stroke. The patient had lactate dehydrogenase (ldh) spikes and abnormal pump parameters upon presentation. The patient had pump and outflow graft thrombus. The patient subsequently expired.